Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no. Expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018: patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿a ventral hernia with incarcerated bowel was noted. The hernia sac was reduced and bowel and omentum was pushed back into the abdomen. Adherent omentum was lysed and sac above the rim of hernia was dissected from surrounding tissues. A ventrio st mesh was placed and sutured to the four quadrants. The fascia and hernia was closed and secured with sutures.¿ (B)(6) 2018: patient was diagnosed with chronic lower abdominal pain/pelvic pain thereby underwent laparoscopic repair. Per operative notes, ¿there is no adhesions and abdominal cavity was closed and secured with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.